Event description:
It was initially reported by patient's father that the physician recommended the patient for generator replacement. Further info indicated that the generator was at end of service (eri=yes flag observed) and was the reason for replacement. The patient recently had been experiencing an increase in seizures, unknown if above or below baseline. It is unknown at this time if the patient's increase in seizures is related to the generator being at end of service. The generator was explanted and has been returned to the manufacturer. Product analysis is planned but has not been performed. Good faith attempts to gain additional info have been unsuccessful to date.